Manufacturer narrative:
(B)(4). The rt266 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: only the swivel wye piece of the complaint rt266 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. The returned swivel was subsequently submerged in a water bath to identify the source of the leak. Results: visual inspection revealed a crack in the swivel wye piece. The pressure test showed that the returned swivel wye exhibited leak and was out of specification. The water bath test identified the location of the leak to be in the cracked swivel wye. A lot check revealed no other complaints of this nature for lot 130214. Conclusion: the crack identified on the returned swivel was most likely due to physical damage. All breathing circuits are pressure tested prior to being released for distribution and any circuits that fail are rejected. Any leaks in the breathing circuit including the swivel wye would have been identified during this testing. This suggests that the returned swivel wye was within specification when released for distribution. The healthcare facility reported that the leak only developed after five days of use. The user instructions that accompany the rt266 infant evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that the rt266 infant breathing circuit was leaking. This was found after five days of use. No patient consequence was reported.